Event description:
Customer reported that during the fill tubing action the insulin pump spattered insulin and numbers did not appear on the screen. Customer also received an error alarm during the manual prime. Customer's blood glucose reading at the time of the call was 400 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to moisture damage noted in force sensor resistor. The device was received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners, which was noted during visual inspection.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.